Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer treated their blood glucose with an insulin pen. The customer's current blood glucose is 600 mg/dl. The customer experienced nausea as a symptom of high blood glucose. The customer was not hospitalized for their high blood glucose. Troubleshooting could not be completed because the customer had a blank screen. The customer was advised to call back in two hours to continue troubleshooting. The insulin pump will not be returned for analysis.